Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/16/2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure. The patient was planned for 70 gy in 28 fractions, to the prostate and proximal seminal vesicles with androgen deprivation therapy (adt). Computed tomography (CT) showed that there is a minimal infiltration of the hydrogel into the muscularis layer of the anterior rectum. The patient current condition was unknown at the time of this report. However, it was suggested that it was safe to proceed with the radiotherapy as planned.